Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system controller pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further examined the removed system controller pcb assembly and determined that the cause of the reported issue was due to a thermally sensitive integrated circuit, designator u83.

Event description:
The customer contacted physio-control to report that the service indicator on their device is present. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the device reset itself.